Event description:
It is reported that the patient experienced a low blood glucose level of 37mg/dl. Trouble shooting is conducted and we explained the possible reasons for the low level. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.